Manufacturer narrative:
One new list# 20130-01, spinning spiros (lot# 4749754) was received and visually inspected. As received, no damage or anomalies were identified. The spiros device was functionally tested. The sample met product performance specifications. The sample was leak tested and no leakage was observed. Without the return of used product the reported complaint of a leaking spiros cannot be confirmed. A device history review (DHR) for lot# 4749754 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
The event involved a spinning spiros® closed male luer, red cap where a leak occurred in the spiros cap during an IV push of adriamycin. The medication did come in contact to the patient clothes; a small drip was noted on the clothing and scrubs were given to the patient, but there was no skin contact. The spill was cleaned up per facility protocol. The tubing and the drug were replace and the therapy was resumed. There was patient involvement, and although there was a delay in critical therapy to remake the drug and send to a central fill site to complete the therapy, no adverse event was reported. This is the second of two incidents occurring with this patient.